Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and high undefined impedance and noise. It was noted that the pacing lead was not properly screwed into the header on the implantable pulse generator (ipg). The ra lead was revised and re-screwed into the header of the ipg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.